Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, g4, g7. Additional: h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per package insert: joint instability is a known adverse effect of this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface; p/n: 00595203012, l/n: 63686774. Stemmed tibial component; p/n: 00598003702, l/n: 63235859. All poly patella; p/n: 00597206532, l/n: 63710280. Cruciate retaining cr-flex; p/n: 00575201605, l/n: 62713214. Refobacin plus bone cement; p/n: 3020830401, l/n: a642bj2607. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a revision procedure two years post implantation due to instability. No additional patient consequences were reported.